Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the right atrial lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.